Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the implantable pacemaker was getting low on battery. Boston scientific technical services (ts) referred patient to get device checked by the physician. This device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description and this supplemental report was created to capture additional information.

Event description:
It was reported that the implantable pacemaker was getting low on battery. Boston scientific technical services (ts) referred patient to get device checked by the physician. This device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable pacemaker was getting low on battery. Boston scientific technical services (ts) referred patient to get device checked by the physician. This device remains in service. No adverse patient effects were reported.